Event description:
The info received from a journal article indicated that 52 days after a (B) (6) male pt was treated with an optease filter, aggressive techniques for retrieving the filter was used due to filter adherent from tilting and chronic implantation as well as acute caval thrombosis. Following overnight thrombolysis of acute caval thrombus, there was residual chronic thrombus causing severe caval stenosis. As a result, this filter required application of aggressive traction using a standard gooseneck snare engaged on the hook to free the device and its tissue attachments from the caval wall. Due to large amounts of densely formed tissue that prevented full collapse of the filter into a 10-f sheath, it was decided to remove the filter and attached tissue together with the sheath through the femoral access site. Following successful removal, completion venography showed interval restoration of a widely patent inferior vena cava (ivc) with no sign of extravasation. The retrieved optease filter was associated with a large, bulky tissue attachment, and the entire specimen was thus sent to surgical pathology. Gross examination revealed an intact silver metal apparatus with a densely attached irregularly shaped piece of tan rubbery tissue measuring 6.5 x 2.2 x 0.5 cm. Histologic evaluation of the specimen revealed organizing thrombus and abundant dense fibrous tissue. For this pt, the pathology results in correlation with the post procedure cavogram confirmed that effective thrombectomy was simultaneously achieved while removing the filter.

Manufacturer narrative:
The product is not available for evaluation. Add'l info will be submitted within 30 days from receipt.